Event description:
The distributor contacted heartsine to report that their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and upon receipt, no status indicator was observed flashing and the device could not be powered on, as per the reported fault. This was attributed to moisture within the device, which had led to severe corrosion across the pcba which affected multiple critical components and circuitries including but not limited to the microprocessor (u25), event storage chip (u24), and on/off circuitry. The customer received a replacement device and this device was scrapped by heartsine.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.